Manufacturer narrative:
(B)(4)

Event description:
The user facility reported a complaint to customer service on 01-jun-2020 for "brush stuck/broken in channel during cleaning" involving the pentax medical video duodenoscope model ed-3490tk, serial number (B)(4). No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 24-jun-2020. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented "accessory stuck in primary operation channel" and the technician also documented the following inspection findings on 24-jun-2020: distal tip annual maintenance, distal cap/ case cracked, biopsy insulation ring deformed, passed wet leak test, passed dry leak test, hole in # 2 remote control button cover. The device underwent repairs including the following components: o-rings and seals, air/water tube, operation channel, bending rubber, distal case/cap, insulation ring assy, o-ring(0.5x1.3) imp-1, deflector operating wire, deflector staycoil, o-ring (1.8x19.8), remote control button. During backlog review it was noted that a good faith effort(gfe) email was not initially sent, so no additional details were gathered. Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 29-feb-2016. On 11-may-2021, a device history record(DHR) review for model ed-3490tk, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 12-jan-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 12-jan-2016. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 06-aug-2020 under delivery order (B)(4).